Event description:
Spontaneous. Dr. (B)(6) from (B)(6) hospital reports that both of patient's cadd ms3 pumps (serial numbers (B)(4)) are not working, giving unspecified error messages. Informed md that pharmacy will dispense replacement devices and advised to place batteries in new pumps immediately upon receipt. Md confirms patient continues to be hospitalized for worsening of unspecified pah symptoms. Date of admittance or current length of hospitalization is unknown. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; reported to cvs/caremark by health professional.